Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user identified fluid around the cartridge during a supply change. The user performed a full supply change with new components and insulin delivery resumed normally. No hospitalization was required, and no long-term health effects were reported.